Event description:
Surgeon noticed an arc fron the esu pencil to the pt's skin, causing two small burns to the pt's skin on the abdomen. A small exposed metal area was noted on the cautery extension blade.